Manufacturer narrative:
Retained lot samples for syringe lot 69726 were tested for needle sharpness and abnormal needles. No abnormalities were found during testing.

Event description:
End user reported that item 831165 lot 69826 painful and barbed.

Manufacturer narrative:
Initial trend analysis for lot 69726 was conducted, no malfunctions were found. This is the only complaint for lot 69726. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reported that item 831165 lot 69826 painful and barbed.